Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#mod con dist stem 16 x 195 mm ; cat#6276-7-116; lot#1592455, device name#25mm mod rev hip bdy/blt +20mmcomponent level 9006-1-225 ; cat#6276-1-225 ; lot#66372705, device name#delta v-40 ceramic head 32/+4 ; cat#6570-0-232 ; lot#193058040. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Infection and inveterate dislocation right hip prosthesis.

Manufacturer narrative:
Reported event: an event regarding dislocation and infection involving an unknown liner was reported. The dislocation event was confirmed via a review of the provided medical records by a clinical consultant. Infection was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "unlabeled/ undated x-ray: ap hip single view x-ray, long revision modular stem with cabled femur, restoration modular style stem, acetabular presumably cup in cage. The hip is dislocated. Conclusions/confirmation; a hip x-ray confirms the presence of a hip dislocation, the infection was not confirmed. Root cause: a root cause cannot be ascertained without additional medical records." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation of the head from the liner and infection. The dislocation event was confirmed via clinical consultant review of the provided x-ray. Infection was not confirmed. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Correction: lot code of below device, device name#mod con dist stem 16 x 195 mm; cat#6276-7-116; lot#caxve0ka.

Event description:
Infection and inveterate dislocation right hip prosthesis.